Manufacturer narrative:
This report is submitted on september 17, 2018.

Event description:
Per the clinic, the patient developed a pressure sore at the implant site and subsequently was administered topical antibiotics (date not reported) and the magnet replaced for a magnet with lower strength.